Manufacturer narrative:
Cmp- (B)(4). D10- medical product: ng cr-flex precoat fem sz e-lt; item# 00595001501, lot# 63717060. Cr art surf ch56/green 10mm; item# 90597004010; lot# 63371312. Refogacin r with gentamicin high viscosity 2 x 40g; item# 3-00394-0002; lot# a648ak010. G2- united kingdom. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left total knee replacement and subsequently experienced pain and restricted mobility in his knee which is becoming worse. There is no additional information available.